Event description:
It was reported that the patient had loss of stimulation and therapeutic effect. The patient was reprogrammed but an explant and replacement was planned. About two weeks later it was reported that the explant was done and the reason for it was unknown. Five days later, it was reported that the patient outcome was unknown. A week later it was noted that the patient¿s device was not replaced. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID neu_silicone anchor, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that there were insignificant anomalies and the device was functionally ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.